Manufacturer narrative:
On receipt of the device the history and memory logs could not be downloaded. This indicates a fault. A test pad-pak was installed and the device failed to power on. The red status led was flashing. This confirms the reported fault. The device was disassembled for further investigation. No visual abnormalities were found. The voltage around the printed circuit board was measured and indicated a fault. None of the components on the printed circuit board were found to be causing the short. This indicates the fault was caused by the printed circuit board. In order to obtain the device history the event memory chip was removed and installed onto a known working printed circuit board. No history log entries were recorded subsequent to testing at heartsine before dispatch on the (B)(4) 2014. This indicates the pad-pak had not been installed prior to the occurrence of the fault. Investigation found the reported fault can be attributed to failure within the printed circuit board.

Event description:
There was no patient involved in this event. Red status indicator flashing and device not switching on.